Event description:
The device was reportedly explanted after four year and three month implantation due to paravalvular leakage with severe regurgitation.

Manufacturer narrative:
Device not returned.